Manufacturer narrative:
B3. Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had a hip replacement and when they put the hip back in place the next morning, they were not able to walk. The patient stated they hadn't walked since march 5th and wanted to know if the stimulation could be too high. The agent reviewed information with the patient. The agent suggested that the patient could try to turn therapy down or off to see if that helped the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller stated that they were currently at the hcp office.